Manufacturer narrative:
On (B)(6) 2011, a bci field service engineer (fse) inspected the unit and found the probe stuck in the out position. Fse replaced the manual probe cylinder and the solenoid valve #34 (manual probe sensor). Fse performed start up and all passed. Fse ran latron and controls and all passed. Fse verified repairs per established procedures and results meet published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the manual probe did not rotate to the back position in the lh750 instrument and dispensed 2 ml of a clear fluid (diluent) onto the user's lab coat and gloves. The customer was wearing personal protective equipment (ppe). No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or associated to this complaint.